Manufacturer narrative:
The reported meter was returned and investigated with control test strips. Control solution tests were performed and the meter was connected to a pc with a serial data cable. Glucose log was downloaded and compared to the glucose history in the meter. Did not observe incorrect data in memory. The complaint is not confirmed.

Event description:
Caller (customer's goddaughter) reported that when attempting to test, the adc blood glucose meter kept displaying a blood glucose result of 184 mg/dl that was obtained on (B)(6) 2014. Caller further reported that on (B)(6) 2014 at approximately 12:15pm, customer was "very groggy and unresponsive after insulin was administered to her" and reportedly suffered a loss of consciousness. Paramedics were called and upon their arrival, customer was transported to an emergency room around 12:30pm and was administered dextrose and unspecified fluid via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.